Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the proximal section of the stent; stent strut rows 4 and 9 from the proximal end were lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed. The proximal balloon wing was relaxed appearing as if positive pressure had been applied. A visual and tactile examination of the hypotube found no damage. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 21-aug-2018. It was reported that crossing difficulties were encountered. The 84% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After pre-dilatation was performed with a 2.0 x 20mm non-bsc balloon catheter, a 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to the calcification. Attempt was made again but the device still failed to cross. The procedure was completed with another 3.00 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.